Event description:
It was reported that at a follow-up appointment, a battery depletion (bd) alert was noted from this subcutaneous implantable cardioverter defibrillator (s-ICD). It was suspected that the device battery was prematurely depleting. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. It was stated that this device would not be returned for analysis.